Event description:
The manufacturer received information alleging a ventilator¿s obstruction alarm was occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's 3-way solenoid valve and machine flow sensor needs to be replaced to address the issue.